Event description:
Dr prescribed dmso to be applied topically over the breast and abdomen prior to and following surgery. Pt's left breast implant appears to be partially deflated. Refer to early FDA clinical trials w/dmso being deleterious to catheters and syringes. While treating interstitial cystitis. The dmso was applied for 4 days- 2 of those days were applied over biosyn sutures - the sutures became yellowed, brittle and broke into pieces which fell down into the pt's abdomen and breast. Leaving the pt w/open wounds and granulomas.